Event description:
It was reported by the clinical study department that the patient underwent a knee replacement on (B)(6) 2012. Subsequently the patient suffered a fracture of the femur which is tolerated and no revision procedure has been planned. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as items are still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.